Manufacturer narrative:
The reported glidescope spectrum smart cable was returned to verathon along with a glidescope video monitor (gvm) for evaluation. A verathon technical service representative evaluated the returned devices and besides confirming the reported horizontal lines and magenta color, they also confirmed that the smart cable also produced a "no image / intermittent image". The verathon technical service representative connected the customer's glidescope spectrum smart cable to a known, good, test monitor and confirmed the smart cable ceases to be recognized when manipulated. The camera image quality test was performed and failed for the glidescope spectrum smart cable. The customer's glidescope video monitor (gvm) was confirmed by the verathon technical service representative to be functioning as intended when tested with verathon test equipment. Upon completion of the evaluation the customer's glidescope spectrum smart cable was scrapped as it had already been replaced, and there being no repairs available for the smart cable. The customer's glidescope video monitor (gvm) was returned back to the customer upon completion of the evaluation. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image on the connected monitor screen had horizontal lines and magenta color. The customer stated the cable had to be held in a certain way for the cable to function. No reports of a delay in the procedure, use of a backup device, or harm to the patient or user was reported.